Manufacturer narrative:
G2. Foreign: netherlands. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient does not believe the seizures have returned to baseline as a result of stim being on because they believe the ins turns off 3-4 times a day and they think that because of that, the therapy is not effective anymore. No more info could be confirmed regarding the doctor icon that was seen. Medtronic data report sent to support for analysis, the issue has not resolved. Technical services looked at the session report from (B)(6) 2023 and noticed that the battery was turned off on (B)(6) until before the clinician session. The ins indeed resulted on at the beginning and at the end of the session. From the mdt data taken at the session on (B)(6)2023, technical services didn¿t see any battery disfunction. There was no por (power on reset) recorded in the data. They didn¿t find any loss of therapy. It was noticed thought that the ins was turned off and on multiple times. The time is calculated from the end of the previous session ((B)(6)). It¿s suspected that the battery was turned off accidentally on abovementioned days. On the patient programmer, the sync button is very close to the turn off button, so it cannot exclude that when the patient synched the patient programmer with the ins, the stimulation was turned off, accidentally. Without the error code on the patient programmer, it is very difficult to understand what kind of error the system encountered. Please ask the patient to keep track/diary of all the error codes displayed on the patient programmer as well as of the events when they see the therapy is off. If loss of therapy occurs again, please interrogate the battery, and get again medtronic data and session report and send them to technical services. Information confirmed with physician.

Event description:
Additional information was received. Patient¿s next appointment is (B)(6) 2023. No additional information to be available to after that appointment.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Event date is not known. Regarding seizures increasing beyond baseline or returning to baseline with stim turned off, the manufacturer representative (rep) confirmed that they turned the system on last week and are giving the patient the time now to experience if this helps with the seizures again. The cause of the issue has not been determined, but a appointment will be made with the patient to get more information. Info confirmed with physician.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient saw the icon of a doctor on her patient programmer and experienced the system turning off from time to time, resulting in an increase of her seizures. The patient has occipital nerve stimulation (ons). The patient had an appointment with the nurse today ((B)(6) 2023), and a session report was generated. The battery is a prime advanced and has still 3,0v. It was noted that it may have occurred that the patient turned the stimulation off without noticing, as the stimulation had been off for 17 days, since (B)(6) 2023. The system was turned on again. As the stimulation was turned on, an explanation (in the manufacturer representative's opinion) could be that the stimulation was off the last days, resulting in an increase in seizures. The manufacturer representative reported that the ins was implanted ~1.5 year ago, and "the stimulation parameters aren¿t that high". It was unknown if the issue was resolved at the time of the report. No surgical intervention occurred nor was it planned. The patient status was reported as alive with no injury at the time of the report.

Manufacturer narrative:
G2. Foreign: netherlands. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.